Manufacturer narrative:
(B)(4). Correction to case details: the xience v ultimately crossed the lesion after multiple attempts. Evaluation summary: analysis of the returned stent delivery system (sds) noted blood on the shaft, which is consistent with handling. The tip length met manufacturing criteria. It was confirmed that the stent implant was dislodged from the balloon and was not returned. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple kinks noted throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. Resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support and/or previously implanted stents. It is likely that the moderately tortuous and heavily calcified lesion contributed to the resistance to advance. Additionally, an interaction with the lesion/anatomy and previously deployed stent during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused disruption of the stent on the balloon. Subsequent interaction with the previously implanted stent during retraction would have then led to the stent dislodgement. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In addition, the IFU states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. It appears that the IFU deviations contributed to the reported stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for stent retention issues for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: al1.0. Stent: 2.5 x 28 xience v, 3.0 x 28 xience v. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed in the heavily calcified and moderately tortuous eccentric right coronary artery (rca). Pre-dilatation was performed using a non-abbott balloon, the physician deployed a 2.5x28 xience v stent in the distal portion of the rca. A second 3.0x28 xience v was deployed in the ostial rca. An attempt was made to advance a third 2.75x28 xience v stent to the mid rca but resistance was felt at the ostial. Multiple attempts to cross the ostial of the rca were made, the stent dislodged in the proximal rca. An additional unspecified xience v stent was deployed in the proximal rca embedding the dislodged stent against the vessel wall. No further patient sequela occurred. No clinically significant delay in the procedure was reported. No additional information was provided.